Manufacturer narrative:
Upon follow-up, it was reported that pd therapy was stopped, antibiotic treatment was discontinued and the patient was discharged from the hospital on an unknown date. At the time of this report, the patient has recovered from the events. Should additional relevant information become available, a supplemental report will be submitted.

Manufacturer narrative:
Initial reporter address: (B)(6). Initial reporter postal code: (B)(6). The device was not returned and the lot number is unknown; therefore, a device analysis could not be completed. Should additional relevant information become available, a supplemental report will be submitted.

Event description:
A peritoneal dialysis (pd) patient experienced peritonitis manifested by cloudy effluent. The same day as the event onset, the patient was treated with vancomycin injection (1gm, weekly 2gm in two divided doses, ongoing), meropenem injection (500mg, per bag, intraperitoneal, ongoing) and amikacin injection (100mg, per bag, intraperitoneal, ongoing) for peritonitis. A day after the event onset, the patient was hospitalized for the event. At the time of this report, the patient remained hospitalized and was recovering from the event. Pd therapy was ongoing. No additional information is available.